Event description:
A valiant stent graft system was successfully implanted for the endovascular treatment of a 7 cm diameter thoracic aortic aneurysm. It was reported that two days post-implant, the patient experienced bleeding complications and expired. There was no evidence that the taa had ruptured. The physician stated the aorta may have remodeled and caused additional bleeding and believed the event was not a stent graft issue. The cause of the bleeding is not known yet per the physician.

Manufacturer narrative:
(B)(4).